Event description:
Reportable based on device analysis completed on 07may2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcifed mid to distal left anterior descending (lad) artery. After crossing a non-bsc guide wire, intravascular ultrasound (ivus) image was obtained using an opticross imaging catheter. Predilatation was done using a non-bsc balloon catheter and a 38 x 3.00 promus premier¿ drug-eluting stent was then advanced but failed to cross the target lesion due to calcification. The procedure was completed with a 3.0x30 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Complainant city: (B)(6). Di: (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A stent strut at the proximal end of the stent was raised off the balloon material. This type of damage is consistent with the stent meeting resistance possibly during the withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination found no issue with the inner and markerband profiles that could have contributed to the complaint incident. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).